Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose was approximately 50 mg/dl. Reportedly, the customer had given too much insulin as they were not aware of blood glucose (bg) level at the time. The customer address the bg value with juice. Reportedly, the customer continued using the pump for insulin therapy.